Event description:
It was reported that the customer occasionally experienced random error messages, leading to changes in the insulin delivery sites and potential supply wastage. There was no reported impact on the customer¿s blood glucose level. The customer refused further troubleshooting, noting that they were out of warranty and currently on hold.